Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm or unexpected flashing screen noted during testing. No moisture damage inside insulin pump noted. The insulin pump was received with minor scratched display window, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had a flashing button error. Customer's blood glucose level was 28.0 mmol/l. Customer treated with an injection. Customer stated that moisture exposure is possible since he wets his bed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.